Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose which levels were unknown at the time of the call. The customer was informed that there could be many reasons for high blood glucose. The customer did not extra supplies to trouble shoot the issue. No further information was provided.